Event description:
Sorin group (B)(4) received a report that during re-warming, the tubing detached from the hemoconcentrator. The device was changed and the case continued without issue. Blood loss was approximately 100cc. Bank blood was given to compensate for the blood loss.

Manufacturer narrative:
Sorin group (B)(4) received the device and tubing segments for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete.